Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. The device logs were downloaded and evaluated. It was confirmed device was not in a ready state, verifying the reported issue. The root cause is traced to user. The original device has not been returned to stryker for evaluation.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.